Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a hartmann procedure, the device deployed unformed staples. There was a hole in the sigma. Used a new instrument to complete the case. There was no patient consequence.